Event description:
I used this moistureloc saline solution for a few months before this happened 12-20-06. I went to the dr 10 times in the next month. My left eye is scarred, I can't wear my contacts, and I have to read with a magnifying glass.